Event description:
In 2009, the patient reported she woke up this morning with an elevated blood glucose reading of 161 mg/dl and at 8am her reading was 176 mg/dl. She stated, she ate a biscuit and delivered a 4.0 unit bolus of insulin. She stated, she has a "medium-sized" air bubble in the insulin cartridge of her infusion device. Her husband used a "pen" to push the air bubbles out of the cartridge. She was advised to only use the blue plunger rod that comes with the cartridge. The patient was assisted with priming the air bubble out and, as she was priming, she forcefully tapped her infusion device on something. She was advised that only light tapping should be done. She confirmed she primed out the air bubble and only tiny champagne air bubbles remained. She stated, she has an appointment for additional training. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.